Manufacturer narrative:
As reported, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. The bwi product analysis lab received the device for evaluation on 13-sep-2023. The device evaluation summary was completed on 20-sep-2023. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. The magnetic and force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood inside the pebax could be related to the force issue reported by the customer. The force issue reported by the customer was confirmed. The blood inside the pebax could be related with the force issue reported by the customer. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that the pressure sensor was at "hi" regardless of the position. Tried zeroing multiple times, changing cable, and restarting the patient interface unit (piu) with no effect. Changed the cable, then pressure worked as normal. It was unknown if the procedure was successfully completed. No patient consequence. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-sep-2023, a hole was observed on the pebax surface with reddish material inside. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 20-sep-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
In the 3500a initial it was reported that they changed the cable, then pressure worked as normal. Additional information was received on 13-nov-2023 clarifying that there was a typo in the event reported as changing the catheter is what resolved the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).